Event description:
Reportedly, on 22-august-2025, when booting the smartview connect, the error message "set up failed" was displayed. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. The smartview connect is unusable and the message "set-up failed" is displayed. Review of the event log shows that on august, errors occurred because the device serial number entered on the website was incorrect. Then, we can see that the serial number was fixed. The most probable hypothesis is that the multiple errors caused by the incorrect serial number has corrupted the device software, leading to error message and application malfunction. The main origin could not be established with certainty. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Results will be provided in the next report.

Event description:
Reportedly, on (B)(6) 2025, when booting the smartview connect, the error message "set up failed" was displayed. Rebooting the device did not resolve the issue.